Manufacturer narrative:
Eval summary: the nexgen posterior referencing instruments (pri) instruments are not implanted, reusable instruments that are used during posterior approach total knee arthroplasty. The instruments utilize aluminum titanium nitride (altin) black coating as a cosmetic means to depict points of attachment or adjustment on these instruments. The instrument(s) noted on the complaint are included in a voluntary field action initiated on (B)(4), 2011 for specific lots which have the potential for exhibiting a breakdown of the aluminum titanium nitride (altin) black coating. Reference removal report 1822565-2/24/2011-002-r for additional details. Device history records indicate all components were mfg and inspected to specification at the time of MFR.

Event description:
It is reported that the hosp has identified a perceived inability to clean this instrument due to flaking of the black coating.